Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed downstream occlusion. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. Service history review identified this device has not been in for service previously. Downstream occlusion test passed 20 psi, and the primary problem was not replicated. Found dry fluid contamination spot on the mainboard and the mainboard was replaced.